Event description:
It was reported that an unspecified cartridge alarm occurred. The impact on the customer's blood glucose level was not determined as the caller declined to answer. Customer loaded a new cartridge to resolve the issue.